Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff indicated that the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument was burned. The surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated. A visual inspection of the instrument was performed and a char mark was found at the interface between the proximal clevis and tube extension, suggesting this may be an area where electrical energy escaped. Engineering installed a tip cover on the instrument and noted that the position of the char mark corresponded to the pellethane sleeve of the mcs tip cover accessory. Engineering evaluation also found deep scratches/gouges on the instrument's main tube. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .150 - .200 in length and were not aligned with the tube axis. Engineering concluded that the deep scratches/gouges were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument's main tube was evaluated and found to have light material removal in relation to various deep scratches/gouges. However, at this time, there is no evidence that the patient was harmed or injured because of the reported issue. Refer to MDR 2955842-2013-02646 for submission of the reported complaint against the mcs tip cover accessory which was not returned to isi for evaluation.